Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 10 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported by the lvad clinician that the coroner called to notify the lvad team of the patient's death. A return call was made to the coroner to obtain more information. The coroner was not aware of any alarms that had occurred. The patient had been found down in a chair by the spouse the previous evening. The spouse was then called by the lvad clinician to discuss the event. The patient had been discharged from extended care on friday. According to the spouse, the patient had been doing okay and did not have any issues or complaints prior, and was feeling fine. No further information was provided.